Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, there was difficulty in positioning the pacing lead. The lead also exhibited high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.